Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2025, during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was diagnosed with fluid overload on (B)(6) 2025. The pd registered nurse (pdrn) reported the patient was not hospitalized due to the serious adverse events and was transitioned to continuous ambulatory pd (capd) on (B)(6) 2025 due to issues draining while utilizing the liberty select cycler. During follow-up the patient¿s pd registered nurse pdrn confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of dyspnea, lower extremity edema and drain complications. The nephrologist was notified and diagnosed the patient with fluid overload. The nephrologist made arraignments for the patient to undergo several outpatient hemodialysis (hd) treatments to promote rapid ultrafiltration uf) via a preexisting arteriovenous fistula (avf). The treatments were successful in remediating the patient¿s fluid overload (including the dyspnea and reduction in edema). The patient did not wish to return to the liberty select cycler for personal reasons including drain complications, nighttime alarms, and sleeplessness. The patient elected to transition to manual or capd as she did not experience any of these issues during daytime exchanges. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Event description:
On (B)(6) 2025 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was diagnosed with fluid overload on (B)(6) 2025. The pd registered nurse (pdrn) reported the patient was not hospitalized due to the serious adverse events and was transitioned to continuous ambulatory pd (capd) on (B)(6) 2025 due to issues draining while utilizing the liberty select cycler. During follow-up the patient¿s pd registered nurse pdrn confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of dyspnea, lower extremity edema and drain complications. The nephrologist was notified and diagnosed the patient with fluid overload. The nephrologist made arraignments for the patient to undergo several outpatient hemodialysis (hd) treatments to promote rapid ultrafiltration uf) via a preexisting arteriovenous fistula (avf). The treatments were successful in remediating the patient¿s fluid overload (including the dyspnea and reduction in edema). The patient did not wish to return to the liberty select cycler for personal reasons including drain complications, nighttime alarms, and sleeplessness. The patient elected to transition to manual or capd as she did not experience any of these issues during daytime exchanges. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of fluid overload (characterized by dyspnea and lower extremity edema), which warranted back-up hd for increased uf and conversion to capd therapy due to patient preference. The patient did not wish to return to the liberty select cycler for personal reasons including drain complications (main cause of fluid overload), poor outcomes, nighttime alarms, and sleeplessness. The patient elected to transition to capd as she did not experience any of these issues during daytime exchanges. Fluid overload is a common finding among hemodialysis patients and is frequently multifactorial in its origin. Patient related factors such as non-compliance (unintentional or otherwise) can be a significant contributing factor when evaluating poor outcomes. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report of a fresenius product(s) and/or device(s) failing to meet the users¿ expectations and/or the manufacturers¿ specifications.